Event description:
Pt was hospitalized for a month due to mucositis and xerostomia, gelclair was discontinued. Malignant neoplasm of tonsil. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018.